Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states one of the motor cables coming from controller is damaged and has at least one broken wire, causing the chair to intermittently stop driving.